Manufacturer narrative:
Customer indicated that corrective actions have been taken and re-assigned all routine operator's to a level 3 operator which cannot restore quality control (qc) on a restricted system. The staff has also been re-educated about the function of restore quality control (qc). Recommendation was made to the customer to review this information and patient data to determine if any patient results reported may have been inaccurate. The event has occurred due to an operator error.

Event description:
Customer reported that they restored the automatic quality control (aqc) after some parameters were out of range and then ran patient samples. (Data below). There was no report of injury due to this event.